Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were not able to increase their stimulation. Patient states was able to charge the implanted device but cannot increase. Patient reports seeing a message that the system is operating at maximum settings and cannot be increased. Patient service specialist asked if patient has had any falls or trauma and patient states no. The caller stated that the implant died due not charging. After the patient charged the implant they tried to turn stim back on and make the appropriate adjustments. The caller stated that when they attempted to adjust the therapy up they received a " maximin setting cannot be reached message". The caller stated that prior to the implant dying they were able to make adjustments all the way to seven. The caller stated that the implant was at 100% after they were done charging. The caller stated that they tried multiple different programs but the issue was persistent. The caller stated that prior to calling ps they notified rep of the issue. Pss redirected the caller to the hcp to further investigate the issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.